Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the temperature module connected to the heater-cooler system 3t displayed an error message during a procedure. Power cycling the heater-cooler resolved the issue and the procedure was completed with no patient injury. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the temperature module connected to the heater-cooler system 3t displayed an error message during a procedure. Power cycling the heater-cooler resolved the issue and the procedure was completed with no patient injury.

Manufacturer narrative:
The serial number provided in the initial report, submitted in september 2015, was incorrect. The correct serial number is (B)(4). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This report is being filed on behlaf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The technician tested the device by was not able to reproduce or to confirm the reported malfunction. The technician replaced the processor board as precaution and placed the unit back into service. As the issue was not reproduced, a root cause could not be determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-confromities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.